Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The cable connecting to anesthesia control board and display board was replaced to resolve the issue. Block a: no report of patient involvement. Legal manufacturer: (B)(4).

Event description:
It was reported that there was a malfunction resulting in inability to initiate mechanical ventilation during pre-use checkout. There was no patient involvement.